Event description:
After reviewing stored egms on patient, there were indication of lead intergrity issues. Noise was noted on the ventricular channel however, no inapprporiate therapy was delivered. The lead was capped.

Manufacturer narrative:
Na